Manufacturer narrative:
Correction: b1 "adverse event " and b2 "required intervention" should not have been selected as the original event description does provide any information indicating this occurred. Correction: h6: health impact code updated to '2199 - no health consequences or impact" instead of "4614 - serious injury/ illness/ impairment".

Manufacturer narrative:
Voluntary medwatch form received: mw5147460.

Event description:
It was reported that the atrial impedance was 0 ohms or low.